Manufacturer narrative:
(B)(4). Follow up information provided by the nurse. The home patient (hp) had a break in aseptic technique which caused the peritonitis; the hp was retrained. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritoneal cloudy effluent and experienced abdominal pain. Treatment was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). The birth date was unknown, however, it was reported that the patient was in his 70's. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.